Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the wake button had issues. There was no reported impact to the customer's blood glucose. Although requested, customer declined to provide additional information.